Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 450 mg/dl. The customer was treated in the hospital. The customer stated that they will watch and return the call if anything arises. No further information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.